Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's field service engineer reported that while servicing the ventilator, review of the device diagnostic log indicated a vent inop condition due to power supply failure and a restart in ventilation mode. There was no patient involvement.